Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion was noted at 53.7 cm to 54.5 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device.